Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers on the device failed simultaneously. The system displayed a "device not detected on bus" error. A full power cycle was performed, but all drawers remain unrecoverable and non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed and device was not detected on bus. A technical support specialist (tss) found the system in a state where all drawers had failed and were unrecoverable. The tss identified that the internal internet protocol addresses responsible for drawer control had been deleted. The tss reconfigured the internet protocol address, after which the drawers were recognized by the system and became fully usable. The system functioned as intended after the technical support specialist troubleshot the issue.